Event description:
It was reported that during a lar procedure it was difficult to release the device from tissue. There was no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.